Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection and the reported leak were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported loose or intermittent connection and the reported leak were unable to be confirmed during return analysis it is possible that the connection port was not fully connected/tightened; thus resulting in the reported difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported loose or intermittent connection and the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6- medical device problem code 1667 (unstable) was removed and code 1371 (loose or intermittent connection) was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event estimated.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator would not seal and would not inflate or deflate the device that was being used at the time of the procedure. When attempting to deflate, the indeflator sucked in bubbles. The stopcock was replaced; however, the issue continued. A new indeflator was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.